Manufacturer narrative:
The adverse event was reported to the FDA by the patient. Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information. The device co2 ultrapulse, 0642-415-01:012-67233 was installed in the facility on (B)(6) 2008 and the last pm was done on (B)(6) 2022. The treatment was performed on (B)(6) 2021, but lumenis was informed by the FDA only on the awareness date of this adverse event (B)(6) 2022. No additional data regarding this issue was never received by lumenis until this date from any source. According to the attached mw report, there is no allegation on malfunction of the device. Moreover, per device service records the device is being used continuously. Since the occurrence date, it was serviced several times including performing yearly preventive maintenance on 12/08/2022. The device is in proper working condition. Therefore, we conclude that device malfunction wasn't the suspected cause of the adverse event. All relevant information regarding adverse event was sent to clinical health director for further investigation. Aesthetic medical director advised that from a pure medical perspective this ae does qualify for a serious injury due to a large area of hypertrophic scars on the face. According to the information received there is no allegation on malfunction of the device. The customer did not provide us an incident form, but since aesthetic medical director qualified this ae as a serious injury and the patient reported this case to the FDA, lumenis is reporting the event to the FDA as well. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received a medwatch mw5113591 report from the FDA on adverse event in which a patient sustained injury on his back and face areas following treatment by co2 ultrapulse device.